Event description:
Bio-medical engineering technician noticed a rattle within a brand new esu at the beginning of inspection and functional testing. A rattle was heard as machine was being removed from manufacturer's carton.further inspection revealed that two nuts and a small plastic spacer were loose within the interior of the machine. Other nuts inside the machine were not even hand tight.machine was rejected due to potential for hidden damage. This voluntary report is made due to potential for other defects on other machines to have gone through final quality control in manufacturing. Return to the manufacturer is pending.